Manufacturer narrative:
A 29mm commander delivery system was returned fully inserted through an esheath. Loader assembly partially inserted through the sheath housing with loader cap detached from loader hub. Delivery system returned in unlock position. No fine adjust nor flex is in used. The returned device was fully evaluated, and the following was observed. Balloon burst radially towards the proximal tapered end. Burst balloon formed an umbrella shape; balloon material was separated in the proximal working length and missing pieces; crimp balloon slightly bunched; sheath liner was delaminated and bunched at the distal end. No imagery was provided for review. Due to the nature of the complaint, no functional testing was able to be performed. The complaint is confirmed through visual inspection. Dimensional inspection was performed and the single wall thickness of the inflation balloon was taken along the edges of the burst location. All measurements met specification. During manufacturing, the delivery system balloon and component were both visually inspected and tested several times throughout the process. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All pv testing passed specification. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaints. A device history record (DHR) and a lot history review were unable to be performed as no work order was provided. A review of the complaint history from (B)(6) 2020 to (B)(6) 2021 revealed additional similar complaints for balloon burst and balloon separated for the commander (all models and sizes). The complaints were confirmed, but no manufacturing non-conformities that would have contributed to the reported events were identified. Available information suggested that patient and/or procedural factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon burst and balloon separated were confirmed by visual inspection of the returned device. No manufacturing non-conformances were identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. Reviews of complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, ''during procedure the balloon burst during maximum inflation during valve deployment''. Patient anatomy was not provided. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Due to limited information, a definitive root cause was unable to be determined at this time. Once balloon ruptured the balloon would likely have an altered/increased profile (indicated by the umbrella-shaped of the burst material) that can cause difficulties while withdrawing the delivery system back into the sheath. The associated sheath exhibited liner delamination and bunching at the distal end of the sheath which can be an indicative of balloon catching on the sheath tip during withdrawal attempts. It is possible that excessive manipulation was used to overcome the catching which could have caused the balloon separation. However, without further information, the root cause is unable to be confirmed. Available information suggests that procedural factors (withdrawal of burst balloon, excessive device manipulation) may have contributed to the reported event. Since a product non-conformance could not be confirmed and no IFU/training manual deficiency was identified, a product risk assessment escalation and corrective/preventative action (CAPA) are not required.

Manufacturer narrative:
During preliminary engineering it was noticed that the balloon was separated. Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in sweden, during transfemoral transcatheter aortic valve replacement (tavr) with a 29mm sapien 3 valve, the delivery system balloon burst during valve deployment at maximum inflation. There was no report of patient injury.